Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed food and did not deliver a correction bolus. There were no issues with the pump or supplies. Blood glucose was in the 400 mg/dl range. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous fluids was administered; bg/dka were resolved. Customer was discharged a couple of days later with no permanent damage.